Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after a percutaneous coronary intervention with a 6f sheath. Reportedly, opening the footplate lever was fine. When pushing down the plunger, it stopped halfway down. It could not be pulled out or pushed down. The lever did not move as well. After attempts to manipulate the device, surgery was used to remove the device. Hemostasis was achieved surgically. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after a percutaneous coronary intervention with a 6f sheath. Reportedly, opening the footplate lever was fine. When pushing down the plunger, it stopped halfway down. It could not be pulled out or pushed down. The lever did not move as well. After attempts to manipulate the device, surgery was used to remove the device. Hemostasis was achieved surgically. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to procedure circumstance. Based on the reported information, it is possible a mechanical jam occurred through a deflection of the anterior needle; however, this cannot be confirmed. The foot open would cause the entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.